Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Correction: date rec'd by MFR: 08/14/2018 11:41 am report received on 14aug2018 as per attached source document the manufacturer internal reference number is: (B)(4).

Event description:
Correction: as initially reported by the optician via email on 14aug2018, he had checked multiple consumers who had developed corneal ulcer associated with different contact lens products. Medical treatment, laboratory tests, and the resolution to the adverse event were not disclosed.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
As initially reported by the optician via email on (B)(6) 2018, he had checked multiple consumers who had developed corneal ulcer associated with different contact lens products. Medical treatment, laboratory tests, and the resolution to the adverse event were not disclosed. As of 17aug2018, further data was received which stated that the incident happened last year (B)(6) 2017 but was not reported. It was also noted that the female consumer experienced dryness in the eyes for a long period of time. She was then diagnosed with a 15mm x 1.5 mm corneal ulcer with an infiltrate located five o'clock on her right eye. As part of her treatment modality, she was given moxifloxacin with an unknown dose and frequency. Laboratory tests and scheduled follow up visits were not disclosed, however a positive resolution was confirmed. As of 24aug2018, new information was received via email which confirmed that the consumer had three scheduled medical visits. The consumer was given ofloxacin to be taken every fifteen minutes for day one, every hour for two days and then four times daily until the seventh day. Laboratory tests and other treatment modalities were not disclosed. As of 05sept2018, new information was received which had confirmed that consumer was also given moxifloxacin every fifteen minutes for day one, every two hours for two days, and four times daily for the next two days. No further information available.